Event description:
It was reported that the patient presented to the clinic on (B)(6) 2022 with non-sustained right ventricular oversensing (nsrvo) alert. Review of the transmission revealed that they were noise which looked to be myopotentials on the right ventricular (rv) lead. The programming changes were recommended but were not performed at this time. There were no adverse consequences to the patient.